Event description:
Subsequent to the initial MDR, product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the sensor. Performance data was reviewed and as previously reported, the allegation was undetermined. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025.according to the patient, on (B)(6) 2025, the patient loss consciousness at work. A blood glucose meter reading revealed glucose level of less than 20 mg/dl. The patient was unable to recall the corresponding reading from his cgm. While en route to the hospital, emergency medical personnel administered a glucose injection. Upon arrival at the hospital, the patient was evaluated, and their bg was taken. There was no documentation of further medical evaluation or intervention. At the time of report, the patient remains hospitalized for further observation and care, however the patient feeling normal and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.